Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received corrects and clarifies that the unsatisfactory forceps device would not open during a vitrectomy with membrane peel procedure. An alternate forceps device was obtained in order to successfully complete the procedure. There was no impact to the patient.

Manufacturer narrative:
The received forceps sample was found in the opened, original packaging with cover foil. There were surgery residuals on the sample. One grasping arm is slightly bent. The device history record for the affected lot was reviewed by manufacturing. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed because the grasping arms open after cleaning however, the opening is small. One of the grasping arms looks bent. This could be the reason for the low opening. The complaint history was reviewed two years back. It showed 22 comparable complaints with bent instruments / grasping arms. The product was released according to manufacturing acceptance criteria therefore, and because of surgery residuals, it can be concluded that the instrument has been bent by an external force. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that an ophthalmic forceps device would not open during surgery. Patient involvement and patient impact information is unknown. Additional information has been requested.